Manufacturer narrative:
Concomitant product: t505u25 tissue valve, implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular lead pacing threshold was high sometime after the implant of the new system. The lead was thought to have been microdislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.